Event description:
The dentist reported that dental implant did not integrate and relocated into the maxillary sinus. Implant was removed.

Manufacturer narrative:
The complaint was confirmed as an x-ray provided by doctor showed the position of the implant in the maxillary sinus. The product associated with this complaint was returned. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI (B)(4).